Event description:
Patient witnessed to have lost movement on ride side (arm/hand/leg) approximately 5 hours post heartmate 3 implant. Code stroke called and taken to CT where patient was found to have a left mca (middle cerebral artery) dominant proximal embolic thrombus. Transported from CT scanner to interventional neurology for mechanical embolectomy.